Event description:
It was reported that this remote communicator of this patient displayed a red call doctor icon. Subsequently, troubleshooting was performed, and the communicator was power cycled, and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. Upon review, it was noted high out of range shock impedance measurements on the right ventricular (rv) lead. At this time, this product remains in service and there were no adverse patient effects reported.